Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 630 mg/dl with trace ketones. Cause was not known. A correction bolus was delivered to address bg. No issues were observed with the cartridge, infusion set cannula, infusion set tubing, or the insulin in use at the time of the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.